Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that a flipped pump was confirmed. As a result, hospitalization and surgical intervention was required. Specifically, the pump pocket was accessed and the flipped pump was confirmed. The pump was repositioned correctly and tied down. A surgical mesh was used by the surgeon to reinforce the pocket. No patient symptoms or complications were associated with the event. The patient¿s status at the time of this event was listed as ¿alive ¿ no injury¿ and additional information received indicated the patient was doing well and was scheduled for a refill on (B)(6) 2014. The device system delivered duramorph.